Event description:
Limited info is available about this event. Refer to MDR #1219856-2006-00331 for initial info regarding this event. It was reported the md could not advance the iab through the sheath. As a result, a new kit was obtained and used without further difficulty. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.